Event description:
The customer reported a leak inside the unicel dxh 800 coulter cellular analysis system which was contained within the instrument. The volume of the leak was not specified but the customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection at the time of the event and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a misaligned probe wipe rinse block which caused the instrument to leak during shutdown. The fse realigned the probe wipe to resolve the leak and repair was verified per established procedures. Results: failure mode is attributed to a misaligned probe wipe rinse block. (B)(4).